Manufacturer narrative:
E1. Initial reporter e-mail: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ ast broth biological contamination is noted within the broth. No health impact or consequence reported. This is report 15 of 18.